Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Kato et. Al, 2023 ¿ the novel technique of drainage stenting using a tapered sheath dilator in endoscopic ultrasound-guided biliary drainage. A 0.025-inch guidewire was inserted, followed by the mechanical dilation of the needle tract using a novel guide sheath with a tapered tip of the inner catheter (endosheather; figure 1). Subsequently, the inner catheter was removed, whereas the outer sheath remained in place inside the bile duct or gallbladder. The outer sheath with a y-connector attachment facilitated effective aspiration of bile juice and injection of contrast medium to ensure accurate stent positioning. Finally, drainage stents (up to 6 fr in diameter) were selected based on the specific requirements of each case and deployed through the outer sheath (figures 2 and 3, and video s1). This complaint is being opened due to 11 patients experiencing off label use ¿ procedure. A 0.025-inch guidewire was inserted - user error. Patient/event info - notes: n=11. Gender (male/female) 4/7. Age (years) median (range) 73 (52¿97).

Event description:
Supplemental report is being submitted due to the completion of the investigation on 22-oct-2024.

Manufacturer narrative:
Device evaluation: 11 x zimmon biliary stent devices of unknown rpn and lot number were not returned to cirl for evaluation. With the information provided, a document-based investigation was conducted. Lab evaluation: the device lab evaluation could not be completed as the device, or photographic evidence of the device, was not returned for evaluation. Documents review: prior to distribution all zimmon biliary stents are subjected to visual and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place in cirl. A review of the manufacturing records could not be completed as the lot number is unknown. Historical data not reviewed as lot number is unknown. It should be noted that in the japanese packaging insert (c-es0202m18) states: "remove this product from the package and inspect with particular attention to bends, kinks and breaks". It also says," choose a wire guide with outer diameter 0.035 inch (0.89mm) for use with this product¿. The japanese packaging insert (c-es0202m18) supplied with the device complies with mhlw law no. 84 of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user. The instructions for use (ifu0045), which accompanies this device states, "this device is used to drain obstructed biliary ducts" and in the notes section ¿do not use this device for any purpose other than stated intended use.¿ it should be noted that the instructions for use (ifu0045) states the following: ¿refer to package label for minimum channel size required for this device¿. For pigtail stents, step 3 "advance pushing catheter over wire guide to advance pigtail stent into accessory channel". There is evidence to suggest the user did not follow the IFU. Root cause review: a definitive root cause can be attributed to the abnormal use of the device, when the device is used outside its stated intended use, it may lead to outcomes that were never intended to happen and were never studied. The cook zimmon double pigtail stent used in this procedure for the purposes of endoscopic ultrasound-guided biliary drainage (eus-bd). This was confirmed as abnormal use of the device by our medical advisor. The user error of placing cook zimmon double pig-tail stent without a cook delivery system, using a novel guide sheath and the use of a 0.025-inch guidewire are all considered secondary to the abnormal use. Corrective action/correction: complaint is confirmed based on customer and/or rep testimony. Summary: a definitive root cause can be attributed to the abnormal use of the device, when the device is used outside its stated intended use, it may lead to outcomes that were never intended to happen and were never studied. The cook zimmon double pigtail stent used in this procedure for the purposes of endoscopic ultrasound-guided biliary drainage (eus-bd). This was confirmed as abnormal use of the device by our medical advisor. The user error of placing cook zimmon double pig-tail stent without a cook delivery system, using a novel guide sheath and the use of a 0.025-inch guidewire are all considered secondary to the abnormal use. The complaint is confirmed based on customer/or rep testimony. According to the information reported, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for similar events.